Event description:
Customer initially reports the heads popping off, snapping at ends. On (B)(6) 2012 doctor says this is a general complaint, not specific to any one specific event. Doctor describes there is a chatter and then cutting end of the burr breaks off while drilling/cutting into a tooth. No patient harm to date, but there is potential.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.